Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. This occurred two times. No adverse event reported. Return of the suspect device was requested for evaluation.